Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself during a patient event. The customer advised that their device powered off twice while monitoring and transporting an (B)(6) female patient. The customer was able to power the device back on each time. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. A review of the downloaded electronic data verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. However, the issue may have been caused by the battery in well #2 not being fully latched as well as the age of the battery.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself during a patient event. The customer advised that their device powered off twice while monitoring and transporting an 88 year old female patient. The customer was able to power the device back on each time. The customer advised that there were no adverse effects to the patient as a result of the reported issue.